Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire was not returned with the lead. Using a guidewire sample in the lab to perform guidewire insertion test, the guidewire passed through the coil lumen and it could not move any further at distance 9cm. Destructive analysis was performed, dried blood obstructed inside the coil lumen was found, and that prevents the guidewire insertion. No guidewire stuck in lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire would not pass through the lead, and it got stuck. The lead was explanted and replaced. No patient complications have been reported as a result of this event.